Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician surgically washed out a possibly infected site near the pump. At the time of the report, the patient was without injury. The device system was used to deliver lioresal. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient was going to have a pump revision surgery but the reporter did not know if the date had been scheduled. It was noted that the patient had ¿poor quality skin tissue over the pump¿ and the doctor was concerned about infection occurring. The doctor¿s notes did not state if an infection had actually occurred or if a culture had been obtained. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the pump was replaced on (B)(6) 2014. It was stated that the patient's skin over the pump pocket was irritated, it had a blister. The new pump was implanted on the other/opposite side. Patient outcome was stated as recovered without sequela.

Event description:
Additional information was received. It was reported that the surgery date for the replacement was scheduled for (B)(6).

Manufacturer narrative:
(B)(4). Pump and a partial catheter (distal segment) were received. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the received distal catheter segment found no significant anomaly. There was a dried drug or blood occlusion in the catheter body.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.